Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that he customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor; cause was not known. Customer administered a correction injection to address the bg.